Event description:
According to literature source study done between january 2021 to december 2021 to analyze the changes in left atrial (la) function in hypertrophic cardiomyopathy (hcm) patients after percutaneous intramyocardial septal radiofrequency ablation (pimsra), 13 patients underwent pimsra were enrolled in the study group. Three patients developed ventricular ectopic beats during the procedure and all returned to normal heart rhythm 1 ¿ 2 min after ablation ceased. One patient developed a small amount of pericardial effusion which was fully absorbed 1 week after the operation.

Manufacturer narrative:
Literature events: author: silu daia lina wua huican duan honghu wanga xinhao songa weitao guoa junchang qina ruifang zhangb title: analysis of left atrial function after percutaneous intramyocardial septal radiofrequency ablation in hypertrophic cardiomyopathy source: doi: 10.1159/000528030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.